Event description:
The physician reported the pt had presented with a ruptured aneurysm on the end of the basilar artery. The physician treated the pt by way of aneurysm coiling of the basilar artery. The physician reported the procedure went well, and the pt appeared to be fine. However, the aneurysm re-ruptured two days following the procedure. The pt's aneurysm was re-treated, but the pt expired. The physician reported the pt died as a result of the ruptured aneurysm she had originally presented with, and that the device was not responsible for the pt's outcome. The physician refused to provide any additional info about the event.

Manufacturer narrative:
Explanted date: there is no explanted date as the device remained inside the pt. The device in question will not be returned to boston scientific for further investigation as it was implanted into the pt, and the pt expired. Therefore, boston scientific cannot conclusively determine the cause of the pt's death. However, based on the minimal info provided by the physician, the pt's outcome was attributed to the aneurysm rupture she had originally presented with, not a malfunction on the part of the device. Due to the lack of a returned device for investigation, and the hosp's decision not to provide boston scientific any additional info, we will consider this matter closed until such time further significant info is found.